Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was connected to the patient and after medication infuses x1 cycle, the pump was alarming error 1870, indicating a motor timeout. Per reporter, they had already tried new batteries. Another pump available so a new pump was used at the time of the event. This event occurred at the patient's home. No patient harm/adverse event was reported.